Event description:
A 6f angio-seal vip vascular closure device was used to seal the arteriotomy site post cardiac catheterization. Three days later, the patent went to the emergency room, complaining of a sudden onset of right groin pain. A vascular ultrasound revealed a pseudoaneurysm. The following day the patient had a ultrasound guided thrombin injection, to ablate the pseudoaneurysm. The patient was discharged and was reportedly recovering well.